Manufacturer narrative:
Device evaluated by MFR: the stent was returned for analysis. Visual and microscopic inspection revealed the stent was detached at the proximal and middle sections. Both pigtail sections were kinked. No other issues were identified during the product analysis.

Event description:
It was reported that the stent detachment occurred. A percuflex nephroureteral stent was selected for use in the urinary bladder. During the procedure, the nephroureteral stent was advanced over the guidewire into the urinary bladder. The guidewire was removed to form the nephroureteral stent. The suture was pulled to create the pigtail and upon removing over the wire, it was noted that a fracture occurred at the proximal end of the catheter distal to the hub and at the distal third. The guide wire was readvanced to remove the nephroureteral stent and resistance was met. The nephroureteral stent was removed over the wire. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the stent detachment occurred. A percuflex nephroureteral stent was selected for use in the urinary bladder. During the procedure, the nephroureteral stent was advanced over the guidewire into the urinary bladder. The guidewire was removed to form the nephroureteral stent. The suture was pulled to create the pigtail and upon removing over the wire, it was noted that a fracture occurred at the proximal end of the catheter distal to the hub and at the distal third. The guide wire was readvanced to remove the nephroureteral stent and resistance was met. The nephroureteral stent was removed over the wire. The procedure was completed with a different device. No patient complications were reported.